Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on a cobas pure c 303 analytical unit. Examples are provided for four patient samples with discrepant sodium electrode results. The first sample initially resulted in a sodium value of 150 mmol/l. The sample was repeated, resulting in values of 144 mmol/l and 143.5 mmol/l. The sample was tested on a second roche analyzer, resulting in a value of 142.8 mmol/l. The sample was also tested on a third roche analyzer, resulting in a value of 141.9 mmol/l. The second sample initially resulted in a sodium value of 148 mmol/l and it repeated as 141.7 mmol/l. The sample was tested on an unknown analyzer at a second site, resulting in a value of 138.7 mmol/l. The third sample initially resulted in a sodium value of 149 mmol/l and it repeated as 145.2 mmol/l. The sample was tested on an unknown analyzer at a second site, resulting in a value of 142.4 mmol/l. The fourth sample initially resulted in a sodium value of 153 mmol/l and it repeated as 145.7 mmol/l. The sample was tested on an unknown analyzer at a second site, resulting in a value of 141.7 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed many actions, including replacing the sipper probe, vacuum, system reagent nozzles, and the dilution vessel. Fluidics were cleaned and the sample probe was adjusted. The investigation determined the service actions resolved the issue, but a specific root cause could not be determined.